Manufacturer narrative:
This lead is expected to be returned for analysis. This report will be updated upon the completion of the investigation.

Event description:
It was reported that during the revision procedure to replace the right atrial (ra) lead, the helix of this lead was difficult to deploy, which required multiple turns to extend. The lead was removed from the patient, and was tested on the table, and seemed to be operating properly. The lead was re-inserted, and the helix was deployed. All other measurements were observed to be acceptable; however, the impedance range was greater than 3000 ohms (high/out of range). A device header issue was ruled out by checking lead impedance measurements through two separate pacing system analyzers (psa's). Subsequently, this attempted lead was removed due to the high impedance measurements, and a new ra lead was implanted. There was some difficulty to deploy the helix of the new lead; however, it was able to be implanted without further issue. No adverse patient effects were reported. This lead is expected to be returned for analysis.

Event description:
It was reported that during the revision procedure to replace the right atrial (ra) lead, the helix of this lead was difficult to deploy, which required multiple turns to extend. The lead was removed from the patient, and was tested on the table, and seemed to be operating properly. The lead was re-inserted, and the helix was deployed. All other measurements were observed to be acceptable; however, the impedance range was greater than 3000 ohms (high/out of range). A device header issue was ruled out by checking lead impedance measurements through two separate pacing system analyzers (psa's). Subsequently, this attempted lead was removed due to the high impedance measurements, and a new ra lead was implanted. There was some difficulty to deploy the helix of the new lead; however, it was able to be implanted without further issue. No additional adverse patient effects were reported. This lead is expected to be returned for analysis.

Manufacturer narrative:
This lead is expected to be returned for analysis. This report will be updated upon the completion of the investigation. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.